Event description:
Smart ez pump (se0175-250, lot# s8h02) telavancin 750 mg in 0.9% sodium chloride 250ml took 4 hours to infuse. Patient line flushing without problems. Ed drips quickly when disconnected and unclamped. Reconnected ed tightly without improvement.